Event description:
Customer initially reports the cable caught fire during a procedure. It was quickly extinguished. No injuries. (B)(6) 2013 customer reports that on (B)(6) 2013, the doctor was performing a robotic prostatectomy. The cable was plugged into a conmed bovie machine. It was plugged in for approximately 1/2 hour but was not yet used. The bovie did not work and this is what triggered the staff to investigate the cord. They smelled smoldering and red hot heat was detected on the cord. The cord was immediately disconnected from the bovie machine. No actual flames, but hot cable. No actual fire to extinguish. The bovie machine was removed and given to biomed to be checked. Seeking identification of bovie pencil and bovie machine.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.